Manufacturer narrative:
Additional information received from the local field representative indicted that the account was informed of the recommendations from ts. No additional information has been provided regarding this issue. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and single coil right ventricular (rv) defibrillation lead exhibited an increase in shock lead impedance measurements to 125 ohms. There was also an increase to the pacing impedance measurements from 570 to 725 ohms. Boston scientific technical services (ts) reviewed remote data from the device and confirmed that the patient had a ventricular tachycardia (vt) episode in (B)(6) 2018 that did not show any artifacts or noise. Ts recommended additional troubleshooting to test the integrity of the system, including a max energy synchronized shock. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and single coil right ventricular (rv) defibrillation lead exhibited an increase in shock lead impedance measurements to 125 ohms. There was also an increase to the pacing impedance measurements from 570 to 725 ohms. Boston scientific technical services (ts) reviewed remote data from the device and confirmed that the patient had a ventricular tachycardia (vt) episode in may 2018 that did not show any artifacts or noise. Ts recommended additional troubleshooting to test the integrity of the system, including a max energy synchronized shock. No adverse patient effects were reported. It was recently reported that the shock impedance at implant was approximately 80 ohms and currently it was 140-150 ohms. A commanded shock was performed in 2018 to evaluate the system and the shock impedance during the test dropped to 110 ohms. The pace impedance had increased slightly, but was still well within normal range. A chest x-ray was performed in 2017 or 2018 and was normal. The ICD and rv lead remain in service.